Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain. On examination, redness and inflammation were observed at the chest incision site. Physician prescribed a 10-day course of antibiotics. At a follow-up appointment, the pain had resolved, but the patient will continue antibiotics.